Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the scalpel provided in the melker emergency cricothyrotomy catheter set was dull and unusable. This product problem occurred twice, but it did not result in any reported adverse effects to the patients.